Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient was implanted with a new system after the pocket wound of the previous system had not healed. The patient stated she was allergic to the materials, but allergy tests were negative. The pocket was sealed with glue. When the patient returned for follow-up, the glue had been picked off and the pocket wound had not healed. The physician suspected the wounds had not healed because the patient had picked at them. The second system was also explanted, and no new system has been implanted at this time. The patient was referred for evaluation.